Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) device, it was noted that two of the tines were withdrawn into the sheath pointed in a proximal orientation rather than pointing in the normal distal direction. The device remains in use. No patient complications have been reported as a result of this event.